Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site to check the system for reported universal surgical manipulator (usm) 1 not following issue. The fse test drove the system without any issues. While the fse was removing the sterile adapter, the fse noticed that a brass pin was missing on the usm carriage. The fse replaced the usm for the missing brass pin. The system was tested and verified as ready for use. The usm was returned for failure analysis (fa) and the reported missing brass pin was confirmed and replicated. Upon visual inspection, one of the carriage ifs pins was found missing, replicating the reported event. There were no additional findings during patient side cart fixture test platform (pftp) and system tests. The acci2 assembly would be replaced as the root cause for the reported problem.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 instrument had a movement issue. The case was completed without issues. The technical support engineer (tse) reviewed the system logs and found engagement issues on usm (B)(6). There was a case ongoing, so troubleshooting was not done at the time of the call. The procedure was completed as planned with no reported injury.